Event description:
The physician reported that the pump alarm had sounded; interrogation at refill had revealed erv had been 1.8 ml, but the arv was 18 ml of baclofen aspirated from the pump. The representative anticipated immediate follow-up to troubleshoot the system with the physician. The hcp indicated that the patient had not seemed to receive any benefit from the itb therapy subsequent to implant. The drug dose had been increased weekly, but the physician had not detected a response; specific signs and symptoms are unknown. The drug used in the pump was baclofen (concentration and dose were not provided). The hcp reported that the patient did not experience any new symptoms. The patient has severe spastic quadriparesis. The intrathecal pump was refilled. It was also reported that in 2007 pump evaluation/catheter revision was performed as it appeared that the patient never got any medication. The sutureless proximal catheter was occluded at the end that snaps on the pump. No product was removed or replaced. The patient status was unknown at the time of this report. See also manufacturer's report #: 3004209178-2007-03758.